Event description:
Reporter indicated that vns pt may be suffering from vocal cord paralysis. It was reported that the pt has experienced constant hoarseness since vns implant and that pt was sure of vocal cord paralysis. Vocal cord paralysis has not been diagnosed by an ent. Further follow-up revealed that stimulation was initiated approximately two weeks post-implant and that treating neurologist plans to decrease device settings if there is no improvement in hoarseness at next office visit.